Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, self test and reset error test with no error alarms. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked display window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Event description:
The customer reported that she was receiving repeated alarms on the insulin pump, including unexpected restart alarms during normal use. The insulin pump had not been stored or not in use for an extended period of time. Her blood glucose was 137 mg/dl. Nothing further was reported.